Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that the patient passed away. A date and cause of death were not reported. A certificate of death was provided. It is unknown if the patient was wearing the continuous glucose monitoring (cgm) device at the time of incident. Patient's husband did not wish to speak further on the matter. There was no alleged device malfunction. No additional event or patient information was provided. No product or data was returned for evaluation. A certificate of death was not provided. The reported event could not be confirmed. A root cause could not be determined